Event description:
It was reported that the patient has shortness of breath, coughing and feels unwell. The right ventricular lead impedance progressively declined and is currently less than 200 ohms, and the thresholds are variable. The lead was programmed to unipolar pacing and then the impedance was within normal range, however the patient was aware of this pacing configuration. The lead remains programmed to unipolar pacing and a replacement procedure is scheduled. No further patient complications have been reported as a result of the this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.